Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 5.0, lab: 2.5 (30 minutes later). Patient self tester may have an auto immune disorder.

Manufacturer narrative:
Patient self tester is suspected of having an auto-immune disorder and sometimes takes acetaminophen. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Patients current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 5.0, reference: 2.5, mean: 3.75, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.